Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net and the right atrial lead exhibited low impedance. The lead also exhibited noise; the noise could not be reproduced with isometrics. The physician would continue to be monitored.